Manufacturer narrative:
(B)(4). Method: the complaint iw932 cosycot infant warmer was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the photograph and information provided by the customer, and our knowledge of the product. Results: visual inpection of the photograph provided confirmed that the head was damaged. Conclusion: the cause of the damage is due to physical damage exerted by the patient's father, as reported by the healthcare facility. The user manual for the iw932 wall mount infant warmer states "ensure all warmer parts and accessories are checked before returning the device to service". The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year.

Event description:
A healthcare facility in the (B)(6) reported that the iw932 cosycot infant warmer head was damaged by the patient's father. There was no patient consequences.